Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise and high out of range pace impedances on right ventricular (rv) lead. The impedances were greater than 3000 ohms in bipolar. The lead was explanted and returned for analysis. An x-ray was performed, but there was no lead damage visible. In addition, the lead was not tested via pacing system analyzer. This pacemaker remains in service. No additional adverse patient effects were reported.